Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked from a tear in a drain line extension set. There was patient involvement. The patient does not use any sharp objects to open her packages. The patient just tears the package open. The patient has a dog but it is old and very unlikely to be the source of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this MDR was submitted in error for leak in the drain line extension set and was supposed to be submitted for a leak in the patient line of the homechoice (hc) cassette. This event of the leak in the drain line extension does not represent a reportable malfunction that could cause or contribute to a death or a serious injury. The reportable event of leak against the patient line of the homechoice cassette is addressed in 1416980-2017-06143. Should additional relevant information become available, a supplemental report will be submitted.